Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: photo investigation: the product was not returned to depuy synthes , however photos were provided for review. The photo investigation of " 352.085, synream reamer head ø8.5" can not revealed the reported condition. As, the evidence provided was not sufficient to confirm the reported event of will not cut or dull. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the synream reamer head ø8.5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, the synream 8.5 intramedullary reaming head failed to cut and prevent reaming in the patient's spinal canal. This caused discomfort for the specialist, who strongly recommended preventive maintenance of the reamers before sending them to surgery. This also resulted in a delay of approximately two (2) hours in the surgical time in order to get new reaming unit and requiring additional anesthesia to complete the procedure; however, the patient's condition remained stable and without further complications during and after the surgery.